Event description:
It has been reported to philips that, system could not expose. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot fluoroscopy or exposure. Error message invaild x-ray protocol, select another x-ray protocol was displayed. Fse checked system license found clarity iq trail license has expired. Fse uploaded old license and activate old epx (examination programmed x-ray), and the system has been returned to use in good working order.